Event description:
The customer reported that the system locked up during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced, the system software was reloaded, and the cine drive was reformatted. The system was then found to be operating as intended.